Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the calibration test would not pass and cassette leaked fluid before cataract and vitrectomy combination surgery. The procedure was completed by replacing the product with new one. There was no information reported about patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. The used pak was visually inspected. The light green connector on the irrigation and aspiration (I/a) manifold was broken off due to improper handling. The I/a manifold from lab stock was used for testing. The infusion cannula was not returned; lab stock was used for testing. The returned manifolds, probe connectors, and components were found to be in good condition. The connectors were connected to the cassette and handpiece without any interference. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. 10000 cut rates displayed on the screen when the radiofrequency identification (rfid) was connected to the console. The product was tested using the console with the current software. The product could prime, tune with the handpiece, the 0.9-millimeter aspiration bypass system (abs) tip from the lab stock and returned infusion sleeve and pass intraocular pressure (iop) calibration successfully. The product was recognized as combined cassette on the console. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No bubble was observed in the noninvasive fluid sensors (nifs) fluid path before the cleaning process. No air leak was detected from the infusion airline during priming process. No message code appeared on the screen. No leakage was detected from the handpiece, cassette, infusion manifold, connectors, manifolds, pump elastomer or on the pump area of the fluidics module. The cleaning process was able to be performed after functional testing was completed. The product passed functionality per procedure. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified; all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event as the product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in e.1., h.6., and h.11. The product was not received at the investigating site for this complaint report; visual inspection or functional testing could not be conducted. Product is expected but has not been returned to date. Receipt of complaint product or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified, all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information received, the investigation was unable to conclusively identify the root cause for the reported event as a product was not returned for evaluation. The root cause and its origin are inconclusive and further investigative, or manufacturing actions are not warranted at this time. No manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).